Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-08216. It was reported that patient experienced ineffective therapy and the ipg was unable to enter MRI mode. It was also noted the patient experienced a shocking sensation at ipg site. Lead diagnostics showed that contact 16 had high impedance. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post-op.